Event description:
It has been reported to philips that, the wireless footswitch was not working. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch pedals that switched between the acquisition channels malfunctioned. However, the actual performance of the x-ray system was not impacted, allowing the customer to use the wired footswitch successfully. The issue was resolved by replacing the wireless footswitch; therefore, the issue is not likely to result in death or serious injury. When this complaint was received, philips did not have enough information to exclude this connection failure, so the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.